Event description:
The doctor reports the over denture abutment has fractured in the patients mouth. A portion of the threads remains in the implant.

Manufacturer narrative:
Visual inspection and photographic images were taken of the returned drh40 dal-ro abutment 4.1mm(d) x 4mm(h). It was confirmed that the screw portion of the abutment has fractured at approximately the first thread. No lot number as been provided therefore a DHR cannot be conducted. Root cause for the fractured abutment screw cannot be determined.(B)(4)